Event description:
It was reported that during unpacking of the 4.0 x 28 mm multi-link 8 stent, that the stent was noted to be dislodged and found in the protective sheath. The device was not used on the patient. There was no patient involvement. A non-abbott stent successfully crossed the lesion and was implanted. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported stent dislodgment was confirmed. Based on the returned device analysis, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have caused or contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.